Event description:
During a procedure in 2006, the physician used a cook endoscopy zilver expandable metal biliary stent system. The stent was placed in pt #1 through the sidewall of a previously placed metal biliary stent without difficulty. The procedure was completed and the endoscope was sent for cleaning. The same endoscope was used during an ercp procedure the following day on a different pt. During the procedure, difficulty was experienced advancing an accessory device through the accessory channel. Once the endoscope was outside the second pt, a section of the introducer from the zilver expandable metal biliary stent system from the event day procedure, exited the accessory channel of the endoscope. The procedure was completed with a different endoscope. Nothing had to be retrieved from either pt. Both pts did not experience an adverse effect due to this occurrence or require add'l medical procedures due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve month complaint history record for this family was conducted. In the past twelve months, there have been no other reported events of introducer detachment. This reported event represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the product was not available for evaluation. A definitive cause for the reported observation was unable to be determined. A potential contributing factor to introduction system damage is placing the introducer through the wall of a previously placed stent. The instructions for use provided with this device lists the intended use as "the zilver biliary stent is used in palliation of malignant neoplasms in the biliary tract". Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed this lot met the manufacturing specifications prior to distribution. Corrective actions: no corrective action warranted at this time because the reported occurrence was unable to be verified. The reported observation represents an isolated occurrence. Customer quality assurance will continue to monitor for complaint trends.